Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/05/2014 with the following findings: the black box and alarm history showed no activity outside of normal use. The pump alarmed with a hard call service alarm upon start up which indicated a language corruption in a data chip and which prohibited further testing. The pump failed a radio frequency test. There were no intermittent conditions found to the continuous glucose monitoring module or to the printed circuit board.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (dex 90 cgm data failure alert) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).